Event description:
During the g3 surgery, when the nurse opened the package, set screw fell to the floor because set screw had adhered to the sponge of package. The surgeon used spare product instead of it, the surgery was completed without problem.

Manufacturer narrative:
Na